Event description:
Dealer states both arms on the tdxsp-cg powered wheelchair are bent in the front where the upper arm tubes slide down into the arm base. Both are bent outward. Both upper arms will still go into the base. No injury occurred.